Manufacturer narrative:
It was initially indicated that the device associated with this complaint would be returned. This report has been corrected to indicate that the sample is not available. The device involved in the reported event was not returned for evaluation. A device from the same lot was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the instrument met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation of the device, the supplier was not able to confirm the reported failure. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Extradural haematoma, while monitoring the reading again went to an unfeasibly low icp. Decided to wake the patient earlier than planned, no replacement probe used. On all 3 occasions the registrar who inserted the probes was experienced and there were no issues with zeroing the probe at insertion. Initial readings were fine. The ICU lead educator I saw is pretty sure the explanted probed were discarded/destroyed. Three complaint are: (B)(4).